Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150mm, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at 22 atmospheres, the balloon ruptured and a pinhole was noted after the balloon was withdrawn. The procedure was completed with a different device and no patient complications were reported.